Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient's hemoglobin a1c level had gradually risen over a period of three months and that the patient's blood glucose (bg) had been in the range of 230-280 mg/dl during this time; however, the bg reading did not exceed 500 mg/dl. It was also reported that the alleged bg excursion may have been related to an unspecified setting changed on the pump by the patient's health care provider. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-may-2019 with the following findings: a review of the pump black box showed dates from (B)(6)2019 to (B)(6)2019. The black box and histories for the issue reported on (B)(6)2018 have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user at 6:11 a.m. On (B)(6)2019. During testing, the pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a dim display and a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.